Event description:
The 16th laser treatment to entire face to remove hair; after treatment entire face and neck became red, sore and tight lasting 2 hours. Currently, skin has slowly "collapsed". "All lumpy and tight," also complains of pain, caller states it was due to laser over heating. Caller has an appointment with a dermatologist to address the problem.